Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data and alarm history revealed call service alarms recorded. On investigation, the pump powered on and emitted a call service alarm. The pump was opened for investigation and revealed a failed component on the printed circuit board. The failed component was removed and replaced with a new component which enabled the pump to power on properly without emitting a call service alarm. Investigation confirmed the call service alarm issue.